Event description:
Information received by medtronic indicated that the customer reported a motor error. No further details were given. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the insulin pump. The pump will not be returned for analysis.